Manufacturer narrative:
The insulin pump had a flashing white lcd due to a cracked lcd controller. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to a flashing white lcd. The device had a scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, damaged keypad overlay texture, and a peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer was assisted with flashing/white/blank troubleshooting. The customer's blood glucose level was unknown at the time of the call. Customer stated that they display was flashing. The customer stated that they dropped the insulin prior to the anomaly. The customer was advised that the insulin pump needed to be replaced and to discontinue use and revert to back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.